Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) notified the device manufacturer representative (rep) about discomfort. It was not specified how long it had been that way.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal baclofen 4000 mcg/ml at 956 mcg/day. The indication for use was intractable spasticity. The pump was too big for the patient and was coming from the skin. It was never stated when the issue with the pump coming through the skin started. The patient was having a pump and catheter change on (B)(6) 2016. The patient's 40 ml pump was replaced with a 20 ml pump and moved to the opposite side of the body. The cause of the pump discomfort was not determined, and the pump discomfort had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.